Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. A 4.00mm x 12mm nc emerge® balloon catheter was advanced for dilation. However, upon inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated.   Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded with blood in the inflation lumen and the balloon. Microscopic examination revealed that the balloon has a 7mm longitudinal tear starting 7mm from the proximal markerband. Review of the product specification indicates the rated burst pressure (rbp) of the complaint device. There is no indication that the device was inflated over rbp. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 4.00mm x 12mm nc emerge® balloon catheter was advanced for dilation. However, upon inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.